Event description:
It was reported that the pt had no stimulation sensation. The pt programmer was working as intended. The pt had two programs and the stimulation was on and the pt was able to increase and decrease settings. No matter how high the setting the pt could not feel stimulation on either side. There had been no fails or any injuries or trauma. Additional info received reported that the event was related to the implantable neurostimulator (ins) which was malfunctioning. The pt experienced a return of preexisting pain symptoms with back and leg pain. Reprogramming was attempted (in 2009) but was unsuccessful, the ins was not functioning. A revision of the ins was performed (02/03/2009). The pt recovered without sequela and was doing well following revision.